Event description:
It was reported that the implantable neurostimulator system was faulty. The pt fell on the leads. The pt felt no stimulation sensation. The battery was depleted. The extensions and the neurostimulator were replaced. The pt outcome was reported as 'no injury'.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.